Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. An evaluation was performed and showed deposits on the front cover glass, distal tip damage, broken fibers transmission is low, moisture in the endoscope, and the outertube needs to be exchanged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of a misuse of the product. The instructions for use (IFU) recommends ¿careful inspection of the operative hysteroscope before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative hysteroscope.¿ damage may occur if the hysteroscope is handled roughly during use. Excessive forces may result in traumatic insertion, chipping particles of the optical glass, or other damage to the unit. Additionally deposits may occur if the unit is not properly cleaned. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred prior to use. The device was returned due to cracked lens.